Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a deformed distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electrode. The event can be detected/prevented by following the instructions for use which state: the reported risk/harm are listed in "chapter 5 preparation¿. There is no indication that this device was not used in accordance with the IFU/labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hf-resection electrode exhibited a deformed distal end. There was no patient involvement.